Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The led (light emitting diode) flex connector on the interconnect flex is out of mechanical specification. The main pcb (printed circuit board) is out of electrical specification. Lower and upper cases and one side bail cover are broken.

Event description:
It was reported that the external pulse generator's (epg) hundred's digit on the rapid atrial pacing display is not working. The device was returned for repair. No patient involvement was reported.